Event description:
Patient reported a left side "fluid on the side" and "pain." Patient representative reported patient experienced "infections" and "psychological effects from the stress, fear, and uncertainty of this perceived and actual cancer risk." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified red particles in the gel, a curved opening on the anterior side and weight to the specification. A microscopic analysis was performed which identified four striated edge openings, consistent with the use of a surgical tool. Based on the device analysis, the final assessment is four striated edge openings on the anterior side due to surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "fluid on the side" and "pain." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side "fluid on the side" and "pain." Device remains implanted.

Event description:
Patient representative reported patient experienced "infections" and "psychological effects from the stress, fear, and uncertainty of this perceived and actual cancer risk." Device has been explanted.